Manufacturer narrative:
Section b3: event date is estimated. A patient experiencing lead fractures was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2024-01037, 3006705815-2024-01035, 3006705815-2024-01034. It was reported that the patient's scs leads fractured. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's scs leads were explanted, replaced, and therapy was restored.